Event description:
It was reported that customer experienced repeated cartridge alarms, including cartridge alarm 20, on pump that had most up-to-date software and was still under warranty. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place original pump in storage mode and return it within specified time using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.